Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc device. Customer reported receiving and perceived as high sensor scan result of 11.2 mg/dl compared to a reading of 6.2 mg/dl obtained from a competitor brand meter and experienced sweating, was feeling cold and had a loss of consciousness. The customer was unable to self-treat, requiring treatment with glucagon (twice) provided by caregiver but subsequently the paramedics were called who treated the customer with glucose (via oral and IV administration). No additional treatment was reported. There was no report of death or permanent impairment associated with this event.